Event description:
It was reported that there was leaking from the case of the device. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the front cover taped on, a cracked tank cover, outdated printed circuit board (pcb) and power strip. Functional testing found leaking from the cracks at the bottom of the tank cover. The root cause of the reported issue was found to be customer damage due to overtightening the tank cover screws. No action taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped. UDI is unknown, no product information has been provided to date.

Manufacturer narrative:
Additional event information received indicating no patient involvement (updated b5).

Event description:
Additional info received via email 22-aug-2022. No patient involvement.